Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse observed intermittent signal decrease when running flow check. To resolve the issue the fse replaced the tarpon amp board and signal conditioner at the affected location (fl5). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The customer reported a slight shift of the cd45 population at the pc7 (fl5) position on their fc 500 flow cytometer. Cells were erroneously categorized as blasts (absent on the corresponding smears observed under the microscope) and there was a low expression intensity of cd45 and cd16 antibodies with no abnormal expression intensity on the other cell markers. There erroneous blast results associated with the event. There was no report of death, injury, or change to patient treatment as a result of this event.